Manufacturer narrative:
(B)(4) for the reported issue of "clip did not deploy". (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during the colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, "the clip did not deploy." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.